Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 26jan2021: zta-d-34-142-w1 was inserted from the same right fa. According to the physician, he needs time to prepare, so we have to wait a little more for the images.

Event description:
Additional information received on 22dec2020: the physician slid the sheath together with the black telescoping gripper in a distal direction to deploy the bare stent and confirmed that the release window on the handle turned green, but the bare stent did not expand properly on the screen of fluoroscopy. (The bare stent expanded in a v-shape. The distal side of the bare stent = the side of the bottom of ¿v¿) since the bottom cap is not shown on the fluoroscopic screen, it was unknown if the issue was caused because the bottom cap was not withdrawn or bare stents/ barbs were tangled. After that, the physician turned the blue rotation handle to open the proximal end of the graft. He expected that the bare stent would expand when the dilator tip was withdrawn through the stent graft, but the entire inner introduction system could not be withdrawn. Therefore, he suspected that the deployment failure of the distal bare stent and withdrawal failure of the inner introducer system were caused by breakage of the trigger wires. He disassembled the blue rotation handle and pulled the wires with following the troubleshooting method to check the number and length of the wires. No problem was found in the number and length of the wires. Since the user then suspected that the bare stent/barbs were caught on the bottom cap, he pushed up and pulled back the delivery system to solve the issue, but the bare stent would not be deployed at all.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 01mar2021: however, final confirmatory angiography confirmed distal type 1 endoleak from zta-d-34-142-w1 ((B)(4)). Because it took much time to deal with "difficulty in deploying a distal bare stent" occurred on zta-d-34-190-w1 ((B)(4)) and also because physicians were worried if another failure would occur if they performed additional treatment such as ballooning, they decided not to perform any additional treatment for the type 1b endoleak at that time. Instead, they planned to judge whether they would place another manufacturer's device additionally if the endoleak remained even at 1 month follow-up CT. (As of (B)(6) 2021, no information about the follow-up has been provided, but will be provided later.)

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2020, a 77-year-old male patient underwent tevar to treat a thoracic aortic aneurysm. The landing zone of the distal device was planned to be just above the superior mesenteric artery. The physician planned the procedure as follows, placing a zta-d-34-190-w1 just above the sma first as a distal device, then placing stentgraft from another manufacturer as a proximal device from zone 4. The delivery system of zta-d-34-190-w1 (complaint device) was inserted from the right femoral artery. When deploying the stent graft, the distal bare stent could not be deployed. The physician slid the sheath together with the black telescoping gripper in a distal direction to deploy the bare stent and confirmed that the release window on the handle turned green, but the bare stent did not expand properly. The bare stent expanded in a v-shape. The physician turned the blue rotation handle to open the proximal end of the graft. He expected that the bare stent would expand when the dilator tip was withdrawn through the stent graft, but the entire inner introduction system could not be withdrawn. Therefore, he suspected that the deployment failure of the distal bare stent and withdrawal failure of the inner introducer system were caused by breakage of the trigger wires. He disassembled the blue rotation handle and pulled the wires, following troubleshooting, to check the number and length of the wires. No problem was found in the number and length of the wires. The physician then suspected that the bare stent/barbs were caught on the bottom cap. He pushed up and pulled back the delivery system to solve the issue, but the bare stent would not be deployed at all. Therefore, the physician opened the left femoral artery, which was not planned, then advanced a wire guide to attempt to expand the bare stent with a balloon device. However, even the wire guide could not pass through the unexpanded bare stent. After pushing up the distal side of the stent graft into the aneurysm, the user rotated the gray positioner with some force, then the bare stent could be deployed with rotating motion. It took approximately 1.5 hour until the bare stent could be deployed. Consequently, the stent graft was not placed in the desired position, therefore a back-up device, zta-d-34-142-w1, was additionally placed in the desired position. The replacement zta-d-34-142-w1 could be deployed with no problem. However, final angiography confirmed type 1b endoleak from zta-d-34-142-w1. There have been no adverse effects to the patient reported. A preoperative CT, postoperative CT, and preop sizing documents are provided and reviewed by an imaging expert. This states that the reported difficulty is not demonstrated in the imaging provided and that the cause of the difficulty cannot be determined from this imaging. There is severe tortuosity of the infrarenal abdominal aorta with >90-degree angulation. The mid infrarenal aorta is widely patent. Bilateral common iliac and external iliac arteries are calcified but patent with severe tortuosity of the proximal external iliacs bilaterally. Per the imaging reviewer¿s impression this could contribute to difficulty with device delivery and deployment. However, the additional zta distal device was subsequently deployed without difficulty in the intended distal position. It is noted that device was planned to be placed just above the superior mesenteric artery. And per the imaging reviewers¿ findings, the distal thoracic aorta narrows to 32 x 30 mm at 8 mm above the celiac trunk with a diameter of 32 x 30 mm at the celiac trunk and 24 mm at the sma. At 20 mm above the celiac trunk the aortic diameter is 49 x 44 mm. Per the imaging reviewer¿s impression there is an inadequate distal landing zone above the celiac trunk on preop imaging along with diameter narrowing at this segment. This was not likely a contributing factor, however, to the reported deployment difficulty in the complaint. Per the IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients having vascular morphology suitable for endovascular repair, including nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm, and with a diameter measured outer-wall-to-outer-wall of no greater than 42 mm and no less than 20 mm. Furthermore, the IFU states that the safety and effectiveness of the zenith alpha thoracic endovascular graft have not been evaluated in patient populations with inability to preserve the celiac artery. In addition to the images the zta-d introduction system was returned to cook and was evaluated in the laboratory. The product was returned without the shipping stylet, black safety knob, backend retaining clips, backend cap, sliding rod 1 + 2 and without the stent graft. A fray was observed at the end of the wire hole inside the bottom cap. A fray with a 1 mm slit was observed at the tip of the sheath. A scratch was observed inside the tip of the sheath. The product evaluation concludes that the fray inside the bottom cap may have been caused by a barb on the distal bare stent. The scratch and the fray/slit in the tip of the sheath suggest that a barb was caught inside the sheath and released at the sheath tip. Review of the device history record gave no indication of the device being produced outside of specifications. Based on the information, the pre-and postoperative images and the product provided, an exact cause for the deployment difficulties cannot be established. The product evaluation indicates that it is possible that a barb on the distal bare stent was caught in the wire hole in the bottom cap during initial bottom cap retraction, which could have caused the difficulties with deployment of the distal bare stent. The IFU states that 'if the bare stent cannot be fully released from the cap, complete the deployment procedure and refer to section 12, release troubleshooting' and 'using a brachio-femoral wire guide technique can increase support of the system and ease the release of the bottom cap.' Internal action has been initiated to address the difficulty with releasing the distal end of the stent graft. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020, a (B)(6)-year-old male patient underwent thoracic endovascular aortic repair (tevar) by right femoral artery (fa) approach. The patient had ¿shaggy aorta¿ and aneurysm had been developed widely in the thoracic descending aorta. The patient was not suitable for tevar since the landing zone of the distal device had to be just above the superior mesenteric artery (sma). However, because the physician assumed that the patient would not be able to bear descending/ thoracoabdominal aorta replacement in consideration of patient¿s strength, he decided to conduct tevar. The physician planned the procedure as follows; placing zenith alpha thoracic just above the sma first as a distal device, then placing gore¿s ctag as a proximal device from zone 4. (Placing order: distal --> proximal.) The delivery system of zta-d-34-190-w1 was inserted from the right fa, then the physician started deploying the stent graft after confirming where the sma was. He continued the deployment with following the package insert though, the distal bare stent could not be deployed; the physician slid the sheath together with the black telescoping gripper in a distal direction to deploy the bare stent, but the bare stent did not expand on the screen of fluoroscopy. The bare stent would not be deployed at all though the user pushed and pulled the delivery system, so the physician cut/opened the left fa, which was not planned, then advanced a wire guide in order to attempt to expand the bare stent with a balloon device. However, even the wire guide could not pass through the unexpanded bare stent. He wanted to avoid the open abdominal surgery and he thought that deployment of the stent graft (zta-d-34-190-w1) just above the sma would be impossible. After pushing up the distal side of the stent graft into the aneurysm, the user rotated the gray positioner with some force, then the bare stent could be deployed with rotating motion. (It took approximately 1.5 hour until the bare stent could be deployed.) Since the stent graft was not placed in the desired position due to the event, a back-up device zta-d-34-142-w1 was additionally placed in the desired position. The replacement zta-d-34-142-w1 could be deployed with no problem. Patient outcome: there have been no adverse effects to the patient reported. The patient recovered.